Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of low blood glucose results. Performed blood test at time of call, "lo". All 5 results reviewed in memory were "lo". No adverse event reported.